Manufacturer narrative:
B3: unknown; no information has been provided to date. One device received for analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Visual inspection performed and found damage to the downstream occlusion (dso) seal. Functional testing performed and found the downstream occlusion (dso) sensor was defective. The downstream occlusion seal and sensor was replaced.

Event description:
The device analysis found the downstream occlusion seal was damaged. It is unknown if there was patient involvement.